Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The joystick is giving a exclamation point and stating slow down. Then the chair shuts down. Or caller alleges it will come to a complete stop and throw her body forward, or it accelerates very quickly. The customer states that this is been going on for the past 2 years and she has replaced it a few times at her cost and she is very frustrated. She alleges that it is random when it happens. Caller states she does wear her seat belt. She states that she has been stuck in the road before.